Event description:
It was reported that during a coronary stent procedure, the physician could not successfully position the stent in the rca. Upon removal, it was noted that the stent had dislodged and remains in pt. A second stent was successfully deployed. Pt status is listed as "okay".